Event description:
It was reported that patient experienced tape not sticking issue at the site event on 05-may-2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.